Manufacturer narrative:
The event occurred in (B)(6). (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 11.0 mmol/l (mobile system) and 3.0 mmol/l (aviva system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.